Event description:
Customer facility medwatch report received that states "death following administration of tube feeding through IV site. Feed tubing and IV tubing share same diameter and share compatible connection. IV tubing was connected to feeding bag. Tubing was connected to IV pump". Facility reporter indicated, the event was not considered a product issue, when tubing is used appropriately, it is fine.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included: facility reporter indicated there was no product to return. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.